Event description:
It was reported that customer was experienced high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl. Customer's other blood glucose level was over 400 mg/dl. The caller declined to troubleshoot for high blood glucose level. The customer tested positive for ketones. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.